Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer states that catheter leaks between the catheter shaft and a catheter wings. The leakage was discovered 15 months after the catheter was implanted in the pt on (B)(6) 2012. The catheter was pulled and replaced on (B)(6) 2013. No pt injury.